Event description:
Information received from the field does not address the patient's clinical status but notes that measured data revealed dashes (---) for numerous parameters. Lead impedance was <200 ohms, battery current drain was 98ua and an rrt message was displayed. The device was not capturing although it was programmed to the highest output.